Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device detached at the collar. A guidezilla ii 7f guide extension catheter was used in a procedure. While the physician attempted to deliver this device, resistance was severe. Therefore the device was pushed with force, however it was unable to cross. The physician tried to remove it, and when the device came out from the guiding catheter, the physician tried to retrieve it and the device became detached at the collar. The device became detached outside the patient's body. The procedure was then completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by MFR: the hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed tip damage (pinched), kinks in the distal shaft located 12.5 cm and 17 cm from the tip, complete separation at the collar, and collar damage (collar twisted/bent). Functional testing could not be conducted due to the damage (shaft separation) to the device. The outer diameter of the tip and the damaged area of the distal shaft were measured ; exceeding the guidezilla 2 specification. The undamaged distal shaft measurement met guidezilla 2 specification. The damage to the tip and the shaft kink is consistent with handling damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The collar damage is consistent with damage done by excessive torque force. The guidezilla 2 directions for use (dfu) includes the following warning related to torqueing: ¿this is a non-torqueable device. Torqueing the device may result in wire wrap or damage to the device or vessel.¿ with the information available, it is likely that the collar separation is related to the device being torqued during manipulation. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. (B)(4).

Event description:
It was reported that the device detached at the collar. A guidezilla ii 7f guide extension catheter was used in a procedure. While the physician attempted to deliver this device, resistance was severe. Therefore the device was pushed with force, however it was unable to cross. The physician tried to remove it, and when the device came out from the guiding catheter, the physician tried to retrieve it and the device became detached at the collar. The device became detached outside the patient's body. The procedure was then completed with another of same device. No patient complications were reported.